Event description:
A pt reported seeing starbursts at night following cataract surgery. The surgeon prescribed pilocarpine without relief of the symptoms.

Event description:
Additional info provided by the surgeon stated that the pt had glare symptoms prior to implantation of the intraocular lens (iol). The pt also had a trabeculectomy sometime prior to implantation surgery.

Event description:
Add'l info provided by the reporting surgeon indicates the pt experienced posterior vitreous detachment following iol exchange. The replacement iol was placed in the sulcus. Visual acuity on 20/28/02 was 20/25+2.

Event description:
The pt provided add'l info indicating the intraocular lens was exchanged. Pt stated the symptoms of glare and starburst resolved following the procedure.